Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 07-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier failure. A technical support specialist (tss) deployed bio ID driver package and rebooted the station then the bio ID started working. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, biometric identifier (bio ID) was not working post es v1.11 upgrade. The customer tried cleaning hands and bio ID lens also rebooted the station, but the problem was not resolved. However, there were no delay in patient care and no adverse events or injuries reported based on this event.